Event description:
It was reported that during a ptca/stent procedure that the balloon catheter deflated very slowly. The pt experienced chest pain and st segment elevation at this time. A 60cc syringe was used to deflate the balloon completely, and the pt's complaints were relieved.